Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is complete. Concomitant medical products: item # 00620005622/ shell / lot # 61079422, item # unknown /unknown screw /lot # unknown, item# 00630505636/ liner/ lot# 61028686, item # unknown /unknown ceramic head /lot # unknown, item # unknown /unknown stem/lot # unknown. Reported event was able to be confirmed by product return. Analysis of product indicated bio-debris on the fiber metal coating of the cup. No other damage was identified. One of the two screws were fractured. It's unknown if the screw fractured in vivo or upon removal device history record (DHR) reviewed was unable to be performed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -01289. 0002648920 -2019 -00849.

Event description:
It was reported the patient underwent hip revision surgery 11 years post implantation due to acetabular cup loosening. Attempts have been made and additional information on the reported event is unavailable at this time.